Event description:
A 14x100 zilver vena stent was placed in the subclavian vein in 2023. The patient came back today, and it was discovered that stent was fractured. A second 14x100 zilver was placed to realign the stent. There were no adverse effects. The following information has been received via email on 13dec2024. Was a stent previously placed during previous procedures? Yes. The following information has been received via email on 08jan2025. 1. Contact at facility and contact info: na. 2. Is the device available for return? No, it is in the patient. 3. Can you provide any patient information (age, weight, gender, preexisting conditions)? Na. 4. Are images of the device or procedure available? Yes, see image below. 5. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other. A. If other, please specify: not tortuous, no calcium, the vein was occluded 6. Was the device used percutaneously? Yes. 7. Where on the patient was the percutaneous access site? Right upper extremity, possibly brachial, not exactly sure of the access point when the stent was initially placed. 8. Was the access site jugular or femoral? N/a, jugular, femoral other. A. If other, please specify: the occlusion was in the right subclavian vein. 9. What disease pathology was being treated? (B)(6), acute or chronic obstruction, restenosis, other? A. If other, please specify, obstructed subclavian vein.